Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies device misplacement and vessel occlusion as potential complications associated with use of the device.

Event description:
It was reported that an intrasaccular flow disruption device (web sl) was used for treatment of a basilar apex aneurysm. After successful deployment, the web would not detach and separate from the delivery wire when the detachment controller was activated. The web detached successfully after manipulation of the delivery wire using push/pull technique. Reportedly, a slight proximal reposition of the web device at the aneurysm neck was noted, which resulted in greater than 50% covering of the left posterior cerebral artery (pca). An intraluminal support stent device (lvis jr) was successfully deployed, which provided optimum coverage at the neck by pushing the web device protrusion back into the aneurysm. The left pca was fully patent. The patient was reported to be "stable."